Event description:
Customer reported an issue with a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and guided the customer through the process, after which the error code did not appear again, and the customer successfully started their sensor session.